Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away and the place was unknown. The caller stated that the cause of death is still unknown. The customer¿s blood glucose was unknown at the time of death. Customer mentioned other blood glucose value such as 400 mg/dl and 48 mg/dl. Customer did not mentioned any issue with insulin pump. Customer stated when they changed reservoir it goes back to the beginning and had to reset every thing again. It was unknown that the customer was wearing the insulin pump at the time of death or not. It was unknown if the caller will return the insulin pump for analysis.